Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the left ventricular (lv) lead was unable to be placed due to the patient's difficult coronary sinus take off. The connector of the lv lead was cut off and capped to plug the port on the device. In addition, the right atrial (ra) lead had dislodged and exhibited high variable threshold and variable p-waves in the anterior lateral position which subsequently lead to pericardial effusion and tamponade from a perforation. The ra lead was completely removed and the ra port was plugged. Pericardiocentesis was performed and the tamponade was resolved. No further patient complications have been reported as a result of this event.